Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the bile duct during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent second flange could not be released. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be doing well. Additional information received on october 22, 2024: it was reported that an attempt was done for two different axios; however, it did not work.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on october 22, 2024. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the bile duct during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent second flange could not be released. Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be doing well.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.